Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a clinic manager via our affiliate in (B)(4). This report involves a female pt (age not provided) who was administered new-fill (poly-l-lactic acid) (dosage, therapy dates and indication were not provided). No medical history or concomitant medications were indicated. The rptr states that the clinic had a pt who received four treatments with new-fill in 2004/2005. The pt was administered two lots of new-fill injections to the cheeks of her face with no results. She was then administered a complementary treatment and still "no results". A second complimentary treatment was provided and the pt was still dissatisfied with the results. The rptr states that pre- and post-treatment protocols and guidelines were followed. A few months after the fourth treatment, this pt complained of having lumps. The lumps were not visible, but palpable. The doctor injected the lumps as prescribed. The pt has not been seen since then. The rptr's causality assessment for new-fill was not provided. Addendum (B)(6) 2007: after internal review of this case it was identified that the clock date was reported as (B)(6) 2007 when it should have been reported as (B)(6) 2007. The report clock date has not been corrected in the database.